Event description:
It was reported by the customer that per the patient's request, a patient's family member stood by the patient table during the procedure to assist. The device unexpectedly malfunctioned and the x-ray tube collided with the family member's shoulder. The patient's family member stated to have some shoulder discomfort; however, no additional treatment was required or requested.

Manufacturer narrative:
Upon inspection by neurologica's field service representative, the device was working correctly upon examination and no malfunction was noted in the device logs. The logs did show that the customer engaged a button allowing for free movement of the x-ray tube. It is still being investigated as to why this button was engaged, as it was not required per procedure. No additional information on injury to the patient's family member has been reported at this time. A follow up MDR will be submitted if any additional conclusive detail is found regarding the incident. Future service calls will be monitored to ensure there is no trend for similar issues.